Manufacturer narrative:
Block a4: weight: 56.4 kg. Block h2: additional information: block b5 (describe event or problem), h6 (device codes) and h10 (additional MFR narrative) have been updated based on the additional information received on september 7, 2023. Block h6: imdrf device code a150201 captures the reportable event of clip falls off in an open state in the esophagus. Imdrf device code a150103 captures the reportable event of clip prematurely deployed in the esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2023. During the procedure, the clip was used to hold an esophageal stent. The clip was opened and closed between the mucosa and the stent. The clip was then opened again for repositioning; however, the clip would not close again and detached from the catheter, remaining open inside the patient. The procedure was completed with another two resolution 360 clips. Note: it was reported that the device was used to hold an esophageal stent. However, anchoring an esophageal stent is not one of the intended uses for hemostasis clips, as described in the instructions for use. There were no patient complications reported as a result of this event. Additional information received on september 7, 2023: it was clarified that the clip unfolded prematurely, causing the clip to fall into the patient in an open state.

Manufacturer narrative:
Block a4: weight: 56.4 kg. Block h6: imdrf device code a150201 captures the reportable event of clip falls off in an open state in the esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2023. During the procedure, the clip was used to hold an esophageal stent. The clip was opened and closed between the mucosa and the stent. The clip was then opened again for repositioning; however, the clip would not close again and detached from the catheter, remaining open inside the patient. The procedure was completed with another two resolution 360 clips. Note: it was reported that the device was used to hold an esophageal stent. However, anchoring an esophageal stent is not one of the intended uses for hemostasis clips, as described in the instructions for use. There were no patient complications reported as a result of this event.